Event description:
Two patients tested on the suspect device. Patient #1 device inr result was 8 and 3.5 versus a lab inr of 5.6. Patient #2 device inr result was 2.0 versus a lab inr of 3.6. Controls were not run. The site was not following the manufacturers labeling when performing the tests. The device was replaced and requested to be returned for evaluation.